Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated the impedance trend on the svc (superior vena cava) defibrillation coil was rising, and there was a lead impedance out of range alert.

Event description:
It was reported that an alarm occurred for increased svc (superior vena cava) defibrillation coil impedance, which had gradually increased over the last 15 days. A chest x-ray was pending and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.